Event description:
Boston scientific received information that this system was being explanted secondary to endocarditis. The physician reported that difficulty was experienced trying to remove the associated leads from the device header. A boston scientific sales representative confirmed that the device and leads were explanted without any adverse patient effects.

Manufacturer narrative:
No products were returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.